Manufacturer narrative:
Correction- block d1: brand name was corrected from "refinity rotational ivus catheter st" to "refinity st rotational ivus catheter" to align with gudid. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9 & h3: the refinity catheter was returned for evaluation. Block h3: the refinity catheter was returned without the connector and the inner telescope assembly. This aligns with the complaint details, where it states the pimr connection was intentionally cut during the attempt to remove from the patient. At the location where the connector was cut, braid metal and shaft material were exposed, with sharp edges observed. Visual inspection on the returned portion of the catheter found damage at the distal shaft and guide wire exit port. During functional testing, the catheter passed the guidewire movement test; however, resistance test could not be performed since the connector and the telescope were not attached. Block h6: the complaint details state the catheter got caught on the severely calcified lesion. However, the probable cause could not be established since the entirety of the catheter was not returned. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the refinity catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a refinity catheter was used in a therapeutic coronary procedure in a severely calcified lad. Prior to use of the refinity, the artery was pre-dilated with a non-compliant balloon. After, the refinity was advanced over a wiggle wire; however, during pullback, the catheter got stuck in the lad . Attempts to remove via multiple techniques were unsuccessful; therefore, the refinity was cut from the pimr connection, and a guide liner catheter was advanced over the refinity to dislodge from the artery. The procedure was completed with ballooning and stenting. No patient injury reported. This adverse event and product problem is being submitted due to entrapment, requiring additional intervention.